Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Event description:
One patient. One hammer toe procedure. Inserted proximal implant. Inserted 4.5mm middle implant. Reduced toe and confirmed implants were fully coupled. Upon light distrction implants became decoupled. Replaced proximal implant. Tried again, same problem. Replaced middle implant witha 5.5mm, same issue. 2ea nextra proximal implants from the same bacth failed to hold once they are correctly coupled with middle phalanx implants. Faulty relock mechanism in this batch. Care was taken to ensure orientation and proper insertion. Implants were available for inspection by rep after being removed confirming fault. See video which confimrs they are both faulty.